Event description:
It was reported that during a free flap procedure, the clip got stuck in the jaws and could not move forward. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged anti-backup / misassembled hoop spring. The analysis results found that the (B)(4) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to it being jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found misassembled and loose inside the device, jamming the firing mechanism. Although, it was not possible to determine what may have caused the finding, a possible cause is that the hoop spring was not properly assembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.